Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. It was reported that the prostyle device was used in a subclavian or axillary artery access. It should be noted that the prostyle instructions for use states: the perclose¿ prostyle¿ smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. In this case, unknown if the use outside of indication contributed to the reported difficulties. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force during device placement. The reported subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event is estimated. H6: medical device problem code 1494 clarifier - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported from a general comment that attempted closure of either a subclavian artery or axillary artery access site with a prostyle device, the guide broke and device entrapment occurred. Surgical cutdown was performed to remove the guide and achieve hemostasis. No additional information was provided.